Event description:
Adverse event: mi/in-stent thrombosis requiring medical intervention. Onset of adverse event: more than 1 month post implantation of device. Device issue: none. It was reported via a trial that on (B)(6)2010, the pt had stable angina and underwent an index procedure with the deployment of a promus drug eluting stent to the mid right coronary artery (rca). Post procedure residual stenosis was 0% with timi iii flow. The pt received a peri-procedural loading dose of the study drug clopidogrel 600 mg, and clopidogrel 75 mg dosing was started. Aspirin 325 mg dosing was started previously in (B)(6)2004. On (B)(6)2010, the pt was discharged from the index hospitalization. On (B)(6)2010, the pt was admitted to the hospital with an inferior myocardial infarction. Cardiac catheterization revealed the presence of in-stent thrombosis and a repeat staged intervention was performed to the mid rca. Intracoronary and intravenous (IV) reopro was administered together with IV angiomax. The chest pain and ECG changes were resolved on (B)(6)2010 and the pt was discharged on (B)(6)2010. Though requested, pt data including past medical history was not provided. (B)(4)

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant info.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: cines of the two procedures (on (B)(6) 2010 and (B)(6) 2010) were received and reviewed by an abbott clinical specialist. The reviewer noted that the lesion in the rca is at an area of tortuosity and that with movement of the heart, the stented area may be stressed, causing some recurrent issues. A good result with some aggressive post-dilatation was seen in the first procedure on (B)(6) 20 10. Subsequently, the cine of the procedure on (B)(6) 2010 showed that the patient experienced in-stent thrombosis. The cine from the (B)(6) 2010 procedure shows some potential crowding of the promus stent struts on the medial aspect of the artery. According to the reviewer, a potential dissection is also noted, which was not initially reported in the case description and was unconfirmed. It is possible that the thrombus moved proximally and distally, covering more than just the area in question. The clinical specialist concluded that it is possible that the stent crowding in the mid rca, on the medial aspect of the vessel, contributed to this patient event. The reviewer also noted that it is equally possible that the patient was not responsive to the plavix, causing the thrombus issues; however, the apparent location of the thrombus suggests that the stent played a significant role in this issue. The clinical specialist stated that since this patient remained compliant with his dual antiplatelet therapy and has had subsequent issues, he may be regarded as resistant to clopidogrel, noting that this patient's clopidogrel was discontinued and he was started on effient in place of the plavix. Although the cine review by the abbott clinical specialist noted a potential, unconfirmed dissection, clarification was received from the account that there was no mention of a dissection or additional therapy/treatment to treat a dissection in the procedure notes. Based on the case information and cine review, the reported bent stent appears to be related to the lesion tortuosity/characteristics, although a conclusive cause cannot be determined for the reported stent damage. Angina, myocardial infarction, and thrombosis are known adverse events as listed in the promus instructions for use (IFU). The angina and EKG changes were possibly symptoms of the in-stent thrombosis and the myocardial infarction may have occurred as a result of the in-stent thrombosis, which in turn was possibly related to the reported stent damage. The abbott clinical specialist also noted that it is possible that the patient was not responsive to plavix, which may have also contributed to the thrombosis and cascading patient effects. Additional non-surgical treatment was required and the patient was hospitalized. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (q.c.) Audit inspection is used to verify the product quality.

Event description:
Subsequent to the initial medwatch additional information was received stating' the patient presented to the hospital with chest tightness of four days duration. The investigator believes the problem "in-stent thrombosis" was due to a bend in the mid rca stent the patient was reported to be compliant with his plavix and aspirin medications the physician feels that the "bend" referenced in the procedure notes was due to lesion characteristics (i.e. A bend in the vessel itself) and is not associated with a device malfunction.